Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient stated passing out but was not sure if it was before, during, or after the shock. The sensing vector was set to the secondary vector. The local representative reprogrammed the sensing vector to the primary vector. The clinic will monitor the patient for now. There were no additional adverse patient effects. The system remains implanted.